Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "random screwing of the adaptor to the flowmeter which lead to leaks, and no nebulisation (frequency: 7 times)." It was reported there is a connection problem and "the ring is fragile; it disconnects in case of excessive tightening." Patient consequence was reported as "dry mucous membranes causing occlusion on tracheostomy cannula." There was no report of desaturation, required medical intervention, or further clinical consequence.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the snap on adaptor and puncture pin were disassembled. No other issues were found. In order to perform functional testing, the disassembled components were assembled to the sample. The sample was then tested on the oxygen entrainment test with no functional issues. As an additional test the sample was tested on the oxygen entrainment test using a bottle of sterile water connected to the nebulizer adaptor in order to simulate the use of the customer and no leak issues were detected. The device history record of batch number 74k1900597 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. The device functioned as intended.

Event description:
The complaint is reported as: "random screwing of the adaptor to the flowmeter which lead to leaks and no nebulisation (frequency: 7 times)." It was reported there is a connection problem and "the ring is fragile, it disconnects in case of excessive tightening". Patient consequence was reported as "dry mucous mebranes causing occulsion on tracheostomy cannula". There was no report of desaturation, required medical intervention, or further clinical consequence.